Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred vascular access was obtained via the femoral using a contralateral approach. The target lesion was located in the superficial femoral artery (sfa). A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected and advanced up and over the bifurcation. After only a few millimeters of stent deployment, there was an audible crack and the thumbwheel began spinning freely with no stent deployment. The blue pull back mechanism became unstable. Subsequently, the stent was deployed across the aorto-iliac bifurcation. The stent appeared stretched, with the stent cells larger. Adequate flow to the lower legs was observed, therefore it was determined by vascular surgeons that no surgical intervention was required at the time. The procedure was concluded and the patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the eluvia stent was advanced over a .035 guide wire. The target lesion was at least 70% stenosed with approximately 75% calcification and extremely tortuous. The target lesion was pre-dilated.